Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
As reported the physician stated that the cutter of the device would not close. The device was removed and cleaned but cutter still would not close. Upon evaluation of the returned device on (B)(6), 2012, stent struts were found in the housing window. No injury or intervention was reported.